Manufacturer narrative:
Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 355029, lot# n069293, implanted: (B)(6) 2006, product type: accessory. Product ID: 377760, lot# v008253, implanted: (B)(6) 2006, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
The consumer reported an end of service (eos). It was reported that the device was off or disabled and no longer providing therapy. The consumer reported a loss of therapy. The left side implantable neurostimulator (ins) stopped working in 2010 and the patient's left ins was not implanted correctly where it did not work since implant (B)(6) 2008. Relevant medical history includes radicular pain syndrome (radiculopathies). No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.